Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implantable neurostimulator (ins) was warm and got hot. The patient noted he moved the location of where he carried his cell phone. The patient noted the warmth at the ins happened daily. There were no traumas or falls related to the issue. The patient noted the onset was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.